Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 396 mg/dl with high level of ketones. Reportedly, due to the bg level, the customer went to the emergency room (ER), and was given fluids and lantus. The customer left the ER with a bg level of 220 mg/dl and feeling "stable". Reportedly, the customer had manual injections as alternate insulin therapy.